Event description:
It was reported that a balloon rupture occurred. A 12.0 x40, 75cm gladiator balloon catheter was selected to dilate the target lesion. However, the balloon ruptured below the rated burst pressure. The physician completed the procedure with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).